Event description:
Information received indicates the ground resistance was found to be high during a preventive maintenance check.

Manufacturer narrative:
The technician found that the ac plug had a loose ground pin. He replaced the ac plug and this resolved the high ground resistance reading.